Manufacturer narrative:
(B)(4). Pump was received with no vibration due to broken vibrator black wire. Pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The audio/beep alarm feature functioned properly. No motor error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip, belt clip slot, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump alarmed motor error with no audible beep or tones. The pump will be returned for analysis.